Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies. There was corrosion and/or wear and/or lubrication and a stall due to sha ft-bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information later reported the patient heard the alarm but didn't realize it was the pump. The patient also had flu-like symptoms. The cause of the motor stalls were not known. A dye study was performed and the catheter was intact and functioning. The pump was explanted. The patient recovered without sequela

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was seen by the managing physician as she had not been feeling well. The patient stated she felt her pump had been alarming/beeping for ¿some time,¿ since (B)(6) 2014. The pump was immediately interrogated and noted that a critical alarm for motor stall had occurred and noted the message of a motor stall occurred with a stopped pump period may exceed tube set. The logs noted that multiple motor stalls and recoveries had occurred. The physician requested a company representative be present to also interrogate the pump and speak to the patient. The patient denied having any magnetic resonance imaging (MRI) scans. However, she stated that prior to a fall that she experienced at the beginning of the summer was when she first heard the alarm but she did not connect that it was her pump alarming. The patient¿s pump was refilled on (B)(6) 2014 at 09:47 and at 12:22 (B)(6) 2014 the first motor stall occurred and recovered at 13:27 (B)(6) 2014. The second ¿multiple¿ stall happened at 22:59 on (B)(6) 2014 and recovered at 15:58 (B)(6) 2014. The pump was refilled again on (B)(6) 2014 at 09:44. Another motor stall occurred on (B)(6) 2014 at 16:50 and recovered on (B)(6) 2014 at 05:25. The pump stalled again on (b)(60 2014 at 13:41 and recovered on (B)(6) 2014 at 04:02. Further stalls included a stall on (B)(6) 2014 at 13:02 and recovered on (B)(6) 2014 at 14:09; stalled on (B)(6) 2014 at 19:59 and recovered on (B)(6) 2014 at 23:14; stalled on (B)(6) 2014 at 03:40 and noted on (B)(6) 2014 the stopped pump period may exceed tube set and the pump then later recovered on (B)(6) 2014 11:05. The last stall occurred on (B)(6) 2014 at 15:35 and recovered (B)(6) 2014 at 15:35. During this time the patient¿s pain returned, she experienced flu like symptoms, felt terrible, and stated she knew she was going through morphine withdrawals. The patient honestly thought the alarm she was hearing was in her home somewhere until she was at her daughter¿s house in another state and she then heard the alarm also. Despite, the patient had not contacted the physician¿s office until the day of the report when she thought her pump was alarming. No diagnostic testing or troubleshooting was performed but was to be performed in the future. The issue was unresolved and the cause of the stalls was not determined. The pump remained implanted and in-service. At the time of the report, the patient's status was reported as alive-no injury. However, the physician set the pump to minimum rate and provided the patient oral medications to compensate for possible withdrawals. The elective replacement indicator (eri) was noted to be 30 months. The patient¿s current status was inquired but not provided at this time. The pump was noted as dysfunctional and needed to be replaced and the patient was waiting insurance approval for replacement. This device system delivered morphine. Should additional information be received a supplemental report will be filed.